Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, during insertion it was noticed that the haptic became stuck & broke on release. The procedure was completed by haptic released with straight tying forceps. There was no patient harm. Additional information has been requested, received and stated there was no patient contact.